Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin squirted out during the fill tubing process. The drive support cap was noted to be slightly indented. No further information reported.

Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. Unable to verify alarm due to button keypad anomaly. Unit received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.